Manufacturer narrative:
(B)(4). Customer reported that the patient developed a cardiac tamponade; also is concerned that the tip profile dimensions of the navistar catheter may have been out of specifications. Equipment involved were carto 3 system for which no problems were reported and the "hansen robotic system" which had been problematic and high forces were measured at the tip-tissue interface and were attributed to this potential fault. The hansen robotic system is not a biosense webster product. Catheter was tested and passed the following tests: visual, dimensional, patency flow, cool flow pump, deflection, electrical, temperature and stockert generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was not confirmed.

Manufacturer narrative:
(B)(4). The biosense webster navistar thermocool catheter is not designed to measure forces at the tip-tissue interface. Biosense webster products are not indicated for av node ablation.

Event description:
The procedure was done using the carto 3 system with the hansen robotic system. Throughout the entire case, the robotics system was measuring very high forces at the tip-tissue interface. The robotics arm had been problematic and the high forces were attributed to this potential fault. The patient did develop a cardiac tamponade, an aspiration was done immediately, the procedure aborted, and an av node was ablated and insertion of biventricular pacemaker was done. Additional information obtained about the event indicated that av node ablation and pacemaker was the second option of treatment discussed with the patient who had chronic af and was elderly. Once the tamponade was resolved and the patient had stabilized, the physician decided to continue with av node ablation. The procedure was done under general anesthesia and the physician did not want to bring the patient back for another procedure. As of (B)(6) 2010, the patient is stable and has been discharged from the hospital.